Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value 500 mg/dl. The customer reported difference between sensor glucose and blood glucose. The event involved product(s) mmt-7020a. Troubleshooting was performed. The customer was reporting a discrepancy between sensor glucose and blood glucose with values of 41 mg/dl and 136 mg/dl, respectively which was not within the range. No harm requiring medical intervention was reported. No product return was required for mmt-7020a.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b1 - selected check box for product problem (e.g., defects/malfunctions). 2. Section b1 - un checked box for adverse event. 3. Section b2 - un checked box for other serious (important medical events). 4. Section b5 - updated the summary. 5. Section d10 - removed concomitant products. 6. Section h1 - type of reportable event changed to malfunction from serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value 136 mg/dl. The customer reported difference between sensor glucose and blood glucose. The event involved product(s) mmt-7020a. Troubleshooting was performed. The customer was reporting a discrepancy between sensor glucose and blood glucose with values of 41 mg/dl and 136 mg/dl, respectively which was not within the range. No further patient complications were reported. No product return was required for mmt-7020a.